Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination, it was noted that there was noise on the right atrial (ra) lead. Programming changes were not performed on the lead. There were no adverse consequences to the patient.